Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the condition of the device as returned precluded functional testing. The device was returned to the site and analyzed by s&t. The s&t team discovered a braid wire fracture, a bent braid wire, and braid wire damage. The necking adjacent to the fracture indicates that the occluder experienced an overload condition. It was noted that a significant force would have been required to produce the deformation and ductile overload in niti braided wire. The manufacturing records and s&t report has been reviewed. There were no scrapped parts during the inspection process. There are also specific inspection steps that focus on the cobra deformation and reviewing the device under a microscope to inspect for wire breakage/ damage. The results are inconclusive, but there is evidence that the inspections steps that should catch the issue were completed and there is no identifiable gaps in the manufacturing process.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer muscular vsd occluder was chosen for implant using a 9f non- abbott delivery sheath. During procedure, the physician noted that the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was retrieved back. The procedure was terminated. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.